Event description:
It was reported that, the battery in a 980 ventilator was not charging. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the power distribution printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.